Event description:
Can't barely walk, stiffness, tingly in my hands and feet, joint and knee pain. Dose or amount: denture cream. Frequency: three times a day. Route: oral. Dates of use: 2002 to present. Diagnosis or reason for use: missing tooth / denture. Blood test 2008 - anemia. 2009 - blood transfusion.